Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons became unresponsive. The reporter confirmed that the keypad was intact and the pump was not exposed to water. The reporter stated that the patient wore the pump in a pump skin on the outside of clothing and the patient did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the keypad rubber was peeling. Investigation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently unresponsive and the ok button was unresponsive. There was evidence of keypad contamination found under the key contacts. There was moisture corrosion found on the keypad flex connector. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.